Event description:
The customer returned the ultrasound gastrovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, foreign material in suction cylinder, guide wire, switch box and crack in distal end were observed. The service repair technician indicated that the most likely cause of the foreign material in suction cylinder, guide wire, switch box was not established and crack in distal end was due to component failure. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not establish. However, based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.